Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was experiencing searing pain on the underside of her right knee, which affected her right leg. The patient reported that the pain was very bad and not going away. The patient also reported that their right leg felt weak, like it wouldn't support her after she had been seated for at least half an hour. The patient reported that this issues ¿normalized out¿ after time. The patient reported taking ibuprofen and tylenol, but it was not helping the pain. The patient reported that heating pad helped a little bit. The patient reported that they tried to lower stimulation from 1.8v on program 2 to 1.7v, but this resulted in a return of symptoms and did not resolve the pain. The patient reported that they did not try to turn off stimulation to see if the pain was related to stimulation therapy. Additional information received as patient reported that doctor gave the pain medicines and pain, lack of therapy and the rash had been resolved. Additional information received as patient reported that their therapy was not doing what it's supposed to be doing. Patient was unsure if it was aggravating a problem from an incident or not. Caller was coming down from the attic, missed a step and her left foot (both of caller's feet are flat) landed on a cord which caused them to jump and their right foot landed on the cord's plug. Caller stated therapy was not helping to stop their bowel movements at the wrong time. Caller stated that it was 'mostly working' until several weeks ago. Caller stated that it was now doing `something consistent where caller could go once then go again 30 min to hour later without realizing it because there was no pressure'. Caller increased to 2.1 at program 2 but still having symptoms and did not feel stimulation. It was reviewed that system might have shifted and redirected to doctor. It was advised to try increasing stim on program 2 and monitor bowel symptoms. Caller could turn stim off and monitor other symptoms. Unrelated to device or therapy "caller reported having incident - caller stepped on a plug which caused a pelvic shift. Caller was coming down from the attic, missed a step and her left foot (both of caller's feet are flat) landed on a cord which caused them to jump and their right foot landed on the cord's plug. This caused the pelvis area to dislocate and pushed their pelvis upward. Caller's left leg was .5 inches shorter and put pressure on hip which caused bursitis and inflamed the sciatica. Caller had sharp, stabbing pain in the back of their thighs and right below the knees also was aggravated when sitting down. Ins implanted toward the middle of buttock and symptoms closer to hip. Caller already spoke with doctor and they did not think the two things are related. Caller's leg was 'pulled down' and caller performed patient therapy (pt) daily. Caller stated pt really helps with their symptoms and they return when they did not perform pt. Caller stated she was at work and didn't have her programmer with her - caller stated she was at home sick yesterday and will likely go home sick today (unrelated to device/therapy)."

Event description:
Additional information received as patient stated that their device was removed and they like to know if they could donate the pp to company. Patient reported that the therapy did not work for their needs, it never grasp to the wires and it was floating around free. Patient had an accident in their home from stepping down from attic to room and stepped in the cords and thought it dislodge the device but therapy never worked for them prior to accident. Patient was still under treatment for pain issues from falling off the cord which lead to shorter leg, hip and pelvis issue. Patient mentioned that doctor told them that tissue around the lead never healed up and they are not sure why. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported

Event description:
Additional information was received from a consumer (con). It was reported that the patient mentioned the inflamed sciatic nerve problem due to busisits in their leg caused by an accident, having the ins removed, an accident that caused the implant to move in the patient's body, and their flesh was not adhering to the leads. They also mentioned the ins floating which led to rubbing and aggravation.